Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Root cause analysis: received 1 sample without original packaging with a black pouch. The batch number on the bbc (big bottom cap) of the complaint sample was 22l13ged91. Analysis: upon visual inspection, crack at filling port was observed at the complaint sample. The complaint sample with crack at filling port was filled with red dye solution to check for leakage. Leakage was observed from the cracked filling port during filling process. Crack at the filling port is a known issue and addressed in an approved project. Actions have been taken to minimize this defect. According to the complaint description, the leakage occurred during application on patient. Hence, it is not due to crack filling port. Leakage due to crack filling port will only occur during filling, not during application. Further inquiry has been posted to the customer to confirm on the actual issue. Unfortunately, there is no revert from the customer. Hence, further investigation was done for the complaint sample. The complaint sample was filled with red dye solution and unclamped to let the solution flow. No leakage was observed from filling port valve area, silicone sleeve, filter, and tube connection. Sample triangle tube to step down tube filling port filter connection. On the other hand, a video was provided in the cc. From the video, the complaint sample was detected leaking at below bbc. Reviewing historical data, leakage below the bbc is likely due to leakage at triangle tube to step down tube connection. An approved project has been raised to address triangle tube to step down tube connection leakage issue. Summary of root cause analysis: the video provided showing a leakage below bbc. Therefore, the complaint was considered as confirmed. Justification: confirmed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer a patient underwent infusion therapy of fluorouracil on (B)(6) 2024. Reportedly the infuser leaked and spilled during use with a patient at the top part of the product, at the height of the lid which is leaking from the side. No patient complications were reported as a result of this event.